Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017 at (B)(6) medical center. -device explant due to chest pain occurred on (B)(6) 2017 at (B)(6) medical center. -it was observed endoscopically that the "linx appeared to have slipped 1 cm distally onto the stomach," that "la grade a erosions were seen above the linx," and that there was "diverticulization of the distal esophagus likely due to abnormal pressurization (confirmed by hr manometry)." The physician reported that "the device never moved above the diaphragm on cxr (chest x-ray), so we believe that postop vomiting caused the 'slip' down onto the cardia". -patient chest pains have resolved as of (B)(6) 2017.